Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 247mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.